Event description:
A pt reported experiencing inaccuarate high results with an otu meter. The pt's blood glucose results were 303, 221, 210 mg/dl. Tests were done within 10 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.